Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The device undersensed vf episode and failed to rescue the patient. Two appropriate shocks for vf were delivered. After the second shock, the device incorrectly identified fine vf as return to normal sinus rhythm. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.